Manufacturer narrative:
This report is being submitted to retract this MDR. This case has been determined to be a duplicate of mw 8010047 - 2021 - 02883. All information will be reported in mw 8010047 - 2021 - 02883.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the housing has minor wear on the front panel. The device has the new type switch. The user's report is confirmed. The video connector is worn out and causing poor connection. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an unspecified procedure using an evis exera video system center, the serial digital interface (sdi) out was losing connection intermittently. There was no patient impact related to this occurrence.